Event description:
It was reported that the user could not get a large filament radiographic exposure on the 2600 system. It was noted that the fluoro was working as expected. It was also noted that the system presented a kvp error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified weak generator battery packs. Replaced battery packs. The system was tested and found to be working as intended and placed back into service.